Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 17, 2018. (B)(4). The complaint sample was not returned; however, a picture was provided that confirmed the damage to the reservoir lid. A representative retention sample from the same lot number was inspected and no damage was noted. All reservoirs are 100% visually inspected at several points in the production process. The packaging of the product also ensures protection against damage to the reservoir. It is likely that the unit was damaged by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, a crack on the venous reservoir was noted that resulted in an air leak. No consequence or impact to patient. Product was changed out. There was a 5 minute delay. Procedure was completed successfully.